Manufacturer narrative:
It is likely that excessive forces were placed on the anterior tibial rail during insertion, which may have been caused by excessive forces applied to the articular surface inserter while still engaged with the tibial tray. A definitive root cause cannot be definitely determined based on the available information. No other reports of any nature have been received for this part/lot combination. Evaluation codes: as the component remained implanted, and the fractured portion was not returned, a physical evaluation could not be performed. Review of the device history records found that the operation where the anterior tibial rail is machined was completed without deviation in relation to this functional area of the device.

Event description:
It was reported that a small portion of the baseplate fractured off while inserting the articular surface.